Event description:
A malfunction code was reported by the customer, identified during the warranty period. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset assistance, but the malfunction code recurred after resetting, leading to the decision to replace the pump.